Event description:
It has been reported that the system did not turn on, the system was stuck at 00:00. A reboot did not resolve the issue. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that there were grabber card errors in the flexvision pc. The flexvision pc has been replaced and the system was returned to use in good working order. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed which caused the flexvision monitor to not turn on. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.